Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found rib clavicle crush damage on the lead. Insulation was damaged and the outer coil was partially fractured. The damage found on the lead may have contributed to the complaints of sensing and impedance.

Event description:
It was reported that the atrial lead exhibited low out of range pacing lead impedance. It was clinically resolved by reprogramming the device to ventricular mode as the pt is a chronic af. Later, the lead was explanted due to intermittent sensing and clavicular crush damage.